Event description:
It was reported by service report that the gas cylinder is leaking and unable to support pt weight. It is unk if there was pt involvement or if there are adverse consequences to report.